Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 27-aug-2018, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 25-aug-2018, UDI#: (B)(4) ; product ID: 3387-40, serial/lot #: (B)(4), ubd: 03-oct-2016, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 03-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with an infection of the ipg pocket and evidence of infection around the brain leads in the right side scalp. No factors were known to have led or contributed to the issue. No diagnostics/troubleshooting was performed. All dbs components were explanted. The issue was resolved at the time of the report.